Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on either (B)(6) 2017 he obtained blood glucose readings of ¿13.6 mmol/l¿ with the subject meter and ¿9.6 mmol/l¿ on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). The patient stated that an unknown time prior to when the alleged issue occurred, he developed symptoms of ¿urinating a lot and lack of energy.¿ the patient reported treating himself with an unspecified dose of novorapid and levemir insulin in response to the symptoms (date/time not reported). The patient denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of a serious injury adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient¿s reported symptoms and self-treatment were consistent with the allegation that the meter was reading inaccurately high. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria and the alleged inaccuracy issue remained unresolved at the time of troubleshooting.